Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section e1: reporter name updated.

Event description:
Additional information indicates that surgical intervention took place on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information was requested, but not received at this time.

Event description:
It was reported that the patient¿s ipg became unable to communicate with external devices it is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.